Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a home patient (hp) had air in the tubing while doing the therapy on the homechoice (hc) during the initial drain. The registered nurse (rn) and hp spoke to the technical service representative (tsr) together. The tsr instructed the hp to check the patient line for kinks, clamps and occlusions and the hp stated that they saw air bubbles in the patient line. The hp used a patient extension line, but clarified that they connected it before priming. The tsr advised the hp and rn to have the hp start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.